Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 150 mg/dl. She was at the bay where she got a little sweaty and wet. Then she pressed the buttons on the device. Customer blood glucose went up over 300 mg/dl and after meal it was over 600 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.